Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: review of x-rays by the MFR revealed a gross lead discontinuity. Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported on (B)(6) 2011 by a vns pt's physician that the pt was in the office and she had not been able to perceive stimulation "in the last couple of months". The physician performed both a system and normal mode diagnostics test at this time and received output status=limit, impedance=high, dcdc code=7, and eos=no on both. Date of last good diagnostic results were not known by the physician. Physician also stated that the pt was having an increase in depression, but the increase was still below levels she had experienced before vns implantation. No trauma or manipulation was reported by the physician. The physician indicated that he was going to take x-rays of the device, which would be sent to the MFR for review. X-rays were received by the MFR and it was found that it was unable to be determined if the connector pin was fully inserted. Also, there appeared to be lead fracture superior to a tie-down utilized for strain-relief. The results were conveyed to the pt's medical professional. Further info was received from the physician indicating that the pt had been more depressed recently, but the cause was not related to vns. He stated that there "was no clear connection between the vns failing and pt's clinical presentation that we can clearly identify". However, he indicated that the pt was concerned that the device had stopped working as she could no longer perceive stimulation, which began in (B)(6) 2010. A search of the MFR's programming history database only shows diagnostic testing performed on the date of implant for the pt, (B)(6) 2006. Results at this time were output status=ok, impedance=ok, dcdc code=2, eos=no. A revision surgery is possible, but has not occurred to date. Good faith attempts to obtain more info regarding the events, including the pt's product info, have been unsuccessful to date.